Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they fully charged the implantable neurostimulator (ins) on the night of (B)(6) and now they can't turn it back on/it shut itself off. It was stated that this was the second time it has happened, and that the first time was about a month prior to date notified. Follow up information received from the patient on (B)(6) reported that they notified their healthcare professional (hcp) about the device turning off on (B)(6), and that it is unknown what led to the issue. A change in programming was done to resolve the issue, with the issue now resolved. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.